Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2022 (approximately as exact date is unknown) the infusion set's tubing was detached from connector. Moreover, only one infusion set was used for one day. Further, the patient replaced the infusion set and insulin was resumed successfully. No further information was available.